Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, opening, red particles in the gel. A microscopic analysis was performed which identify, crease sharp in the posterior side with non-penetrating nicks around the opening. Based on the device analysis, the final assessment is: a crease sharp opening on radius, due to a fold flaw opening. Non-penetrating nicks.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported "rupture" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.